Manufacturer narrative:
H3, h6: the detailed investigation of the complaint event and system was completed. The investigation was performed based on expert discussions considering the complaint description, customer service reports, system history, and system log files. According to the initially communicated information, during an emergency procedure, the image acquisition system (ias) suddenly failed. The user performed manual system restart after which the procedure was continued and finished. No health consequences were reported to this event. The detailed log file analysis showed ¿copra¿ board errors when x-ray was started. As a result, the ias pc did not boot up to normal state and went down abruptly. The system entered "bypass" mode, where only continuous fluoroscopy with reduced image quality compared to acquisitions is available and the acquired scenes cannot be saved and reviewed. The performed system restart by the user was only a temporarily solution. To resolve the problem permanently, the ¿copra¿ board was exchanged as part of service activity. The spare parts consumption of the defective ¿copra¿ board was checked. Any accumulation of faults or even a possible general fault that would require corrective action of the installed base could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred on the artis zee floor system. The user reported that during an emergency patient procedure, no x-ray could be released. This resulted in a long-term delay of the procedure. We have no indications of any adverse effects on the health status of the involved patient.